Manufacturer narrative:
E1 facility name - (B)(6) hospital. Analysis was performed on the returned device. The reported difficulty advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported irregular appearance was observed as a premature deployment of the posterior needle tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, although deformation on the device was noted upon removal from packaging, it was still used in the anatomy; however, the device did not advance to the target. It should be noted that the prostyle instructions for use (IFU) states: do not use the perclose prostyle smcr system if the components appear to be damaged or defective. In this case, there was no damage noted to the device and the premature deployment appears to have occurred during attempt to insert the device into the anatomy. It is unknown if the use after damage truly contributed to the reported difficulty advancing the device into the anatomy. Based on the returned device condition, a conclusive cause for the reported difficulty advancing the device could not be determined. Factors that contribute to difficulty advancing the device into the anatomy include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The returned device condition observations indicate the posterior needle tip may have been prematurely ejected due to inadvertent depression of the plunger during the difficulty encountered advancing the device into the patient anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, although deformation on the device was noted upon removal from packaging, it was still used in the anatomy; however, the device did not advance to the target. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1 facility name - (B)(6) hospital. Medical device problem code 2017 clarifier: use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.